Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the core and polymer were separated, 22.5 cm distal to the proximal end of the polymer. The polymer was stretched at the separation. The separated portion was not returned. Scanning electron microscopy (sem) analysis suggests that the core and coil failures may be attributed to ductile overload at a bend. Dimples and a woody texture were observed on the fracture surface. Post fracture mechanical damage and smearing were also observed. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limit causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the lesion was described as heavily calcified which could have contributed to the reported separation. Additionally, the reported guide wire separation was likely the result of the reported difficulty and resistance during use. Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, and/or device placement technique. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Analysis could not confirm the reported difficulty as the outer diameter of the core was measured with a laser micrometer and this met manufacturing criteria. In this case, the lesion was described as heavily calcified which could have contributed to the reported difficulty. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally a query of the complaint handling database was performed and revealed no other incidents. The reported complaint appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the procedure was to treat a lesion in the peripheral artery with heavy calcification. During use, difficulty was experienced when advancing the whisper guide wire to the lesion, but ultimately crossed. Upon removal, resistance was met, and the distal tip of the guide wire separated. No attempt was made to retrieve the guide wire tip and it remains in the distal artery. The target lesion was successfully treated with ballooning only, and the patient was in good condition. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.